Event description:
The customer contacted stryker reported a non-critical issue with their device. Upon initial evaluation of the customer's device the third party service agent observed that the connector pins of the power supply are broken. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The third party service agent performed an initial evaluation of the customer's device and observed broken battery pins in the power connector. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The ac power adapter was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker reported a non-critical issue with their device. Upon initial evaluation of the customer's device the third party service agent observed that the connector pins of the power supply are broken. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.